Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. The exact date of the onset of infection is unknown. This report is for four (4) unknown - screw lockings. Other): without valid part number and lot number, UDI cannot be generated. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent hardware removal procedure due to an infected right pilon fracture. The initial implant procedure was done on (B)(6) 2016. One(1) plate and ten(10) screws were removed. Then the patient was stabilized with an external fixator. All hardware that was removed is fully intact, no fragments. Delayed union was reported. There was no surgical delay during removal and the surgery was completed successfully. This report is for four (4) unknown - screw lockings. This is report 3 of 4 for (B)(4).